Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement of 125 ohms. The healthcare provider (hcp) stated that the shock impedance is higher in all vectors. Boston scientific technical services (ts) stated that the impedance has gradually risen from 50 ohms to 125 ohms over the past year, which usually indicates calcification on the rv lead. Ts discussed differences between daily shock impedance measurements and the impedance associated with actual shock delivery. Ts also explained the potential for truncation of shock energy and a monophasic shock with an actual impedance greater than 145 ohms. The hcp increased the daily shock impedance measurement upper alert limit to 150 ohms and will have the patient see the electrophysiologist. Ts recommended performing a maximum energy commanded shock if the shock impedance exceeds 150 ohms. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement of 125 ohms. The healthcare provider (hcp) stated that the shock impedance is higher in all vectors. Boston scientific technical services (ts) stated that the impedance has gradually risen from 50 ohms to 125 ohms over the past year, which usually indicates calcification on the rv lead. Ts discussed differences between daily shock impedance measurements and the impedance associated with actual shock delivery. Ts also explained the potential for truncation of shock energy and a monophasic shock with an actual impedance greater than 145 ohms. The hcp increased the daily shock impedance measurement upper alert limit to 150 ohms and will have the patient see the electrophysiologist. Ts recommended performing a maximum energy commanded shock if the shock impedance exceeds 150 ohms. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead was subsequently surgically abandoned and replaced. The shock impedance measurement at the time of the lead revision was noted to be 135 ohms. The specific cause of the impedance issue was not determined. The lead was noted to appear normal on fluoroscopy and via physical inspection. No additional adverse patient effects were reported.